Manufacturer narrative:
The device was discarded and will not be returned. Product records were reviewed. There were no conformities noted with the lot during production. All finished goods testing requirements were met prior to release, including needle attachment. There was no evidence that the device failed to meet specifications, and the report could not be substantiated.

Event description:
According to the reporter, "needle loosened during use. Change of equipment. This is an isolated incident only on one item. The customer concerned is in france. According to the information in the customer's statement, there were no consequences, another device was used instead."